Event description:
It was reported patient had a normal battery depletion replacement and she went into anaphylactic shock in the recovery room. It was noted that the representative from manufacturer representative therefore did not program the ins as the patient went into the ICU .the patient got home a day prior to this call and confirmed the patient has no programming as she was seeing the upper limit screen at 0.0 volts and was not programmed due to the shock. The patient has not been able to sleep for a couple of days due to going to the bathroom too often. It was also stated that the patient has a bladder infection and she was taking antibiotics for it. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Medical safety review based on the information provided concluded that the reported event of anaphylaxis in the recovery room following an ins replacement procedure is a medical complication associated with any surgical procedure and is not assessed as being related to the device or therapy. Medical safety also reviewed the information provided regarding the patient¿s urinary frequency and urinary tract infection due to the device not being programmed in the recovery room, and these events were assessed as related to the patient's underlying overactive bladder diagnosis and not associated with the device or therapy. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v288569, implanted: (B)(6)2009, product type: lead. (B)(4).